Event description:
The customer reported failure of the remote alarm to alert the user upon ventilator alarm activation. No patient harm reported.

Manufacturer narrative:
Root cause: broken solder connections at cn2 pins 1 & 3 caused the remote alarm port not functioning. CAPA (B)(4) was previously opened to address this issue.